Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient had been hospitalized with congestive heart failure (chf). The patient was treated with dialysis and had 3 organ failures: liver, heart and kidneys. Patient's daughter said that when her father was admitted into the hospital he was wearing the pod. He was in the hospital for about three weeks and his blood glucose was as low as 34 mg/dl and as high as 489 mg/dl. Patient stopped using the omnipod system while in the hospital since he did not have the mental capacity to use it. Patient's daughter mentioned that he passed away at 8:15 am on (B)(6) 2018.